Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle occurred during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, ¿we are experiencing product failures with the bd autoshield duo safety pen needles. ¿we had a nurse use the bd autoshield and the safety mechanism did not engage. I was asked to investigate the process for 2 reasons: we want to ensure that needlesticks are not an issue. We want to ensure that the patient is receiving his insulin dosage as ordered. In my investigation, I used a new insulin pen and completed a mock injection, and 2 of the 3 attempts resulted in failed safety mechanisms (the needle did not get covered on the patient side, nor the insulin pen side). I appreciate your assistance to clear this up. ¿ per e-mail received on 09/05/2019. I appreciate your call today as you shared the following information: one of the nurses reported a needlestick. The nurse and facility followed hospital protocol for needlestick. First aid for nurse and no other care needed. (B)(6) testing was done on patient. The involved product was discarded. The orange safety mechanism going into the pen side did not activate. 2 of 3 did not activate when you tried the product on paper and using as per IFU. You have uncontaminated samples on your desk and you are willing to return to bd for investigation if the bd team requests. If so, they will forward a paid label for your use. Lot number 9051739 bd autoshieldtm duo 30g x 3/16¿ is for the involved product in your possession."

Event description:
It was reported that a needle occurred during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, ¿we are experiencing product failures with the bd autoshield duo safety pen needles. ¿we had a nurse use the bd autoshield and the safety mechanism did not engage. I was asked to investigate the process for 2 reasons: 1. We want to ensure that needlesticks are not an issue 2. We want to ensure that the patient is receiving his insulin dosage as ordered. In my investigation, I used a new insulin pen and completed a mock injection, and 2 of the 3 attempts resulted in failed safety mechanisms (the needle did not get covered on the patient side, nor the insulin pen side). I appreciate your assistance to clear this up. ¿ per e_mail attached received on (B)(6) 2019 I appreciate your call today as you shared the following information: ¿ one of the nurses reported a needlestick. O the nurse and facility followed hospital protocol for needlestick. O first aid for nurse and no other care needed. O hiv testing was done on patient. O the involved product was discarded. The orange safety mechanism going into the pen side did not activate. 2 of 3 did not activate when you tried the product on paper and using as per IFU. O you have uncontaminated samples on your desk and you are willing to return to bd for investigation if the bd team requests. If so, they will forward a paid label for your use. O lot number 9051739 bd autoshieldtm duo 30g x 3/16¿ is for the involved product in your possession."

Manufacturer narrative:
Investigation summary: customer returned photos of 5mm, 30g bd auoshield duo samples from lot # 9051739. Customer states that the safety mechanism did not engage and there was a needle stick. The photos were examined and it appeared that one sample was not fully activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: the root cause of this issue is due to insufficient gel on the parts causing non activation.